Event description:
Per the clinic, the patient experienced an extrusion with the device (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.

Manufacturer narrative:
It was also reported that the patient was treated with topical antibiotics (specific date and duration not reported).